Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of light being too bright was not confirmed. The device evaluation found a worn out scope socket causing intermittent failure of high intensity mode. There was corrosion inside the air pump tubing. Also, the front panel was cracked, the top cover was corroded, the bottom chassis and rear panel were rusted,. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was too bright. The issue was found during preparation for use. There were no reports of patient harm.